Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the inserter broke off into the implant during implantation. The threated, broken off portion of the instrument remained in the implant in the patient.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock . Complaint history review: there has been (B)(4) other event for the lot referenced but not related to the same failure mode. The other complaint was related to user misuse as the customer cross threaded the tip of the inserter. Visual inspection confirmed the reported event of the fractured tip. The tapered surface that interphases with the locking feature in the implant is noted to be circumferentially deformed most likely due to overtightening. The key feature displays material deformation that most likely occurred from overtightening after misaligning the part. The device displays scratches consistent during its service life. A material analysis was not performed. With the assistance of the material analysis team, the device was examined with the aid of a stereo microscope at magnifications up to 50x. They indicated the threaded tip of the inserter/extractor fracture is consistent with a bending overload. Dimensional and functional inspections were not performed due to the poor condition of the returned device. The investigation determined the likely root cause of the event to be a bending overload fracture. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the inserter broke off into the implant during implantation. The threated, broken off portion of the instrument remained in the implant in the patient. Left hip